Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer removed the pump and discontinued using the pump to resolve the issue, and declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.